Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was difficult to inflate and deflate the pilot balloon. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. Air was introduced into the cuff using a syringe, and it was observed that inflating the cuff proved to be challenging, which corroborated the previous observation that ¿it was difficult to inflate and deflate the pilot balloon¿. According to procedure the inflation line must be exposed to airflow once it is assembled to the tracheal tube. This allows for the distribution of solvent throughout the inflation line and preventing occlusion. The most likely/suspected cause of the issue was the inflation line was assembled without exposure to airflow and an occlusion may have occurred. The manufacturer representative highlighted training personnel on inflation line assembly.